Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a stent placement procedure in the pancreatic duct performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was mounted onto the delivery system and was inserted, when the stent came out from the tip of the endoscope, the hand base part got flattened vertically and the stent could not be released. Reportedly, the device was removed from the scope. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.